Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of fpga reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed conditions was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in a power pack error. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, at the first firing, the handle was inserted into the shell and the adapter was connected, but it was not calibrated and error occurred. When all of the products were removed, attempting to re-connect them as reset, it turned to the condition that the handle had an error indication and it could not be used. The device was not used in patient. After another handle was used with the adapter which had been used when the error occurred at the beginning, it worked normally. There was no patient injury.